Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. E.1. Initial reporter addr 1: (B)(6) h3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has not bottom, and leakage had occurred. The following information was provided by the initial reporter. The customer stated: defect: the bottom of the blood collection tube has no bottom and blood leakage occurs. Quantity: 1 piece. Impact: no other adverse effects on patients. Claim settlement: no green claim settlement is required, and a complaint reply is required (a letter of explanation stating the reason for the problem is required) the sample cannot be returned. Photos are provided and a complaint acceptance letter is required.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to damaged tube as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode damaged tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has not bottom, and leakage had occurred. The following information was provided by the initial reporter. The customer stated: defect: the bottom of the blood collection tube has no bottom and blood leakage occurs. Quantity: 1 piece impact: no other adverse effects on patients. Claim settlement: no green claim settlement is required, and a complaint reply is required (a letter of explanation stating the reason for the problem is required) the sample cannot be returned. Photos are provided and a complaint acceptance letter is required.